Event description:
It was reported that at the device follow up after implant, there was a pericardial perforation caused by the right ventricular (rv) lead. A lead explant was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).